Manufacturer narrative:
Results: bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #5125295 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood passed through the stopper of 22 gx 1 in. Bd preset¿ syringe with attached needle after withdrawing blood. No blood exposure to mucous membrane. No injury or medical intervention.